Event description:
A customer reported that their insulin pump once displayed an insulin gauge amount different from what was expected. Specifically, while the expected fill estimate was 270 units, the pump displayed only 10 units, reflecting a difference greater than 30 units. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to contact them for troubleshooting assistance if the issue reoccurs, and the customer acknowledged these instructions.